Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left knee was revised due to possible instability. An 8 mm triathlon tibial bearing insert was revised to a 13 mm triathlon tibial bearing insert. Sales branch provided primary and revision usage sheets. Rep confirmed that no other information is available due to sealed electronic medical records.